Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with anterior chicken wing anatomy with shallow depth. A baseline effusion (1mm-2mm) was noted prior to the procedure. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was first selected for use. The 31mm wds was advanced and deployed twice. The closure device was noted to have protruded too much, so the physician decided to downsize to a 27mm wds. The tee doctor noted a slight increase in pericardial fluid around the left atrial appendage after the 31mm wds was removed. The 27mm wds was deployed three times and released after the third attempt. Due to the shallow depth and difficulty in inserting the axis smoothly into the targeted area, significant torque was applied to advance the pigtail and flx ball. There were no changes in the patient hemodynamics during the procedure. The pericardial fluid did not continue to increase therefore no additional treatment or intervention was performed. The patient was monitored and discharged the next day.